Event description:
An attempt for the explanted product was made and it was reported that the funeral home explant medical devices rarely but that they do not have any devices from the past. The patient¿s device was reported to have been discarded if it was explanted. Death certificate indicates that the patient's cause of death is due cardiopulmonary failure, due to herpes simplex virus encephalitis, lenox gastult syndrome and hemorrhagic stroke. The patient was buried. The manner of death is natural and an autopsy was not performed. Additional information was received from the neurologist¿s office that the patient had a combination of uncontrolled status epilepticus and encephalitis of the cns when patient died and that the patient's cause of death is unrelated to vns. An internal sudep evaluation was performed by the manufacturer which determined the death to be unlikely sudep."

Event description:
It was reported that the vns patient passed away on (B)(6) 2012. The cause of death and its relationship to vns are unknown. No further information relevant to the patient¿s death has been received to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.